Event description:
On (B)(6)2012, the pt was surgically treated for a type ii endoleak and aneurysm enlargement. The aneurysm sac was opened, and thrombus was removed from around a previously implanted gore excluder aaa endoprosthesis. Thrombin, combined with another hemostatic agent, was put into the sac and two lumbar arteries were sutured. The graft was left in place and the native aorta was sutured around the graft. The pt tolerated the procedure.

Manufacturer narrative:
Method - a review of the manufacturing records for the device was not conducted as the device lot number was unavailable. Conclusions - "users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices." The instructions for use for the gore excluder aaa endoprosthesis featuring the gore c3 delivery system states: adverse events that may occur and / or require intervention include, but are not limited to: endoleak. Additionally, the IFU states "the gore excluder aaa endoprosthesis instructions for use (IFU) specifies pts should be counseled as to the possibility of subsequent reinterventions, including catheter-based and open surgical conversion."